Manufacturer narrative:
The treatment data indicates the pt skipped or did not perform drain 0 before proceeding with fill 1 and as such may have had pd fluid already present that was not accounted for by the cycler's function. The large drain was the first drain following this fill. The actual device was returned to the manufacturer for physical evaluation and determined to be functioning according to product specifications. A visual inspection found no deviations. A simulated treatment was completed without alarms or problems. The resulting treatment data sheet was within specifications for the device. Further evaluation found no device malfunctions that would have caused the reported event. A manufacturing record review was conducted and confirmed there were no deviation or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.

Event description:
During review of medical records received an event of overfill was discovered. Drain 0, 0 ml; fill 1 2496 ml, drain 1, 5344 ml; fill 2 2496 ml, drain 2, 2778 ml; fill 3 2496 ml, drain 3, 2608 ml; fill 4, 2496 ml, drain 4, 2225 ml. The reported large drain of 5,344 ml was 214% over the expected drain volume which resulted in a reportable device malfunction. The medical records do not record any notes beyond the treatment data for this date. Prior and subsequent patient status notes do not record either a causative factor nor any medical intervention pertaining to this event.